Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that the patient experienced a stroke and thrombus was observed. In (B)(6) 2015 a 27mm watchman laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. It was reported there were no recaptures performed during the implant procedure. The device was released and it was reported that it was placed distal to and spanned the entire ostium of the laa and a complete seal was observed. In (B)(6) 2016 the patient was hospitalized for a right middle cerebral artery stroke. Additionally, thrombus was observed on the watchman laa closure device. The patient was treated with medication and the event was considered by the hospital as resolved 10 days later.